Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The subject device was tested for activation. It successfully activated without problem. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes: p-plate was not enough attached to the patient. The user felt that the subject device could not output due to the current density decreased due to increasing of contact area between the tissue and the subject device. The subject device was not connected to a cord or the power supply correctly. The instruction manual of the subject device has described inspecting method of connection for a code and electrosurgical unit. The instruction manual of the subject device has already warned as follows: pulling the tissue when applying the current. This could cause patient injury such as perforations and/or bleeding. When necessary, provide treatments to prevent perforations or bleeding from occurring after the procedure. Ensure that postoperative follow-ups are performed, and confirm that no abnormalities are found in the patient.

Event description:
During an endoscopic submucosal dissection of the stomach, the subject device was used. In the procedure, only the soft coagulation mode could not be activated. The user exchanged it with the second device (fd-412lr). It could not be activated. The intended procedure was completed. There was no patient injury reported. No further information was provided. This is the report regarding failure of activation for the first device.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".